Event description:
Right shoulder arthroscopic slap and bankart reconstruction with bio mini revo x 4, chondroplasty of humeral head, large grade iii lesion with rotator cuff repair, biocorkscrew x 1, transcutaneous insertion of ambit pain control catheter. Required total right shoulder replacement. Dose or amount: marcaine 0.5% 120ml. Route; intra-articular. Dates of use: 2007. Diagnosis or reason for use: slap & bankart reconstruction-postop pain. Event abated after use stopped or dose reduced: no.